Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented in clinic for follow-up. It was noted that implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. No intervention was reported. Patient condition was stable.